Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy 1 pump was returned for analysis. Visual inspection performed, and product found to be in damaged condition with damaged housing. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional checking were performed. According to the investigation, the moment the device was powered up the device started double beeping. The investigation reported that the reported issue was caused by the pump faulty downstream sensor. Investigator replaced the pump downstream sensor, front and rear housing (lcd screen included). The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy 1 pump, the pump exhibited double beep with no cassette and had damage case and lens. No patient involvement reported.